Manufacturer narrative:
Evaluation summary: the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. However, for safety purposes, the company representative replaced the system with a new console. The root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date.

Event description:
A customer reported that there was system footswitch failure. No system message display was reported. At the time of this report it was unknown if the event occurred during surgery. Additional information has been requested but not reviewed to date.